Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas with a black-and-white finish was separating at the housing, and the patient attempted to hold the device together to prevent complete separation; a replacement was shipped to the patient. Symptoms included no reported clinical effects. Outcomes included no reported impact on glycemic control, therapy interruption, or medical care. Investigation included review of the complaint details and shipment confirmation. Investigation of this case revealed a suspected enclosure or mechanical integrity issue consistent with a housing separation on the pump assembly, with no functional alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical failure of the device housing.